Event description:
Removal of dental implant for non-osseointegration.the clinician reported implant was placed in d3 thin cortical bone. The clinician identified the reason of removal as failure-to-osseointegrate.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 10x magnification, and no thread defects were noted.